Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that hdmi 1 in port does not recognize signal. Procedure completed successfully with same device hdmi 2 port. Image lost for the entire case, used hdmi2 port to complete case. There was never any image as there was no video signal recognized by the hub.